Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned absolute self expanding stent system (sess) noted blood on the handle and tip and saline on the tip, stent implant and in the distal outer sheath and in the handle, consistent with handling. The reported premature deployment was confirmed. The first row and part of the second row of distal stent struts were partially expanded and extending past the distal outer sheath. The proximal end of the stent implant was located 1.5 cm distal to the proximal marker. There was no other damage noted to the stent implant. The distal end of the distal outer sheath was located 2 mm proximal to the tip. There was no other damage noted to the sess. The handle was in the locked position. The stylet was returned inserted through the tip. During functional testing, the handle of the sess was opened to reveal that the rack was in the distal end of the handle and had not retracted. There was saline visible inside the handle. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, inadvertently pulling on the tip of the sess during removal of the tip mandrel, insufficient support during prep, kinks in the shaft, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. There was blood and saline visible on the tip of the sess, suggesting that the tip may have been inadvertently grasped during removal of the tip mandrel during preparation. However, this could not be confirmed. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there is no indication to suggest a lot specific product deficiency. A definitive cause for the premature deployment could not be determined; however, there is no indication to suggest a product quality deficiency. During production all sheathed stents are visually inspected for stent location between the markers and verification that the stent is fully covered within the distal sheath, and visual shaft inspection.

Manufacturer narrative:
(B)(4). As the state of the device indicates no relevant damage and that no deployment has been attempted, there is no indication of a functional trigger for the stent exiting the distal sheath. Such occurrences are replicated when the tip of the catheter is pulled rather than the stylet (tip mandrel). This is highlighted in the instructions for use (IFU): holding the tip mandrel in place, inject saline into the lumen through the proximal luer fitting at the end of the housing assembly. Flush until fluid is observed exiting at the end of the sheath near the distal end of the stent. Hold the distal tip of the delivery system. Do not hold the stent area. Gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device.

Event description:
It was reported that during device unpackaging and preparation for use, the absolute stent was found prematurely deployed. There was no reported patient involvement. There was no additional information provided.